Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. Engineering found no non-conformances during functional testing and the device met current specifications. The exact root cause remains unknown as engineering was unable to replicate the customer's experience. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions as necessary. In accordance to 21 cfr 803.56, if additional information is obtained which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.

Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA. There is no report of serious injury or death associated with this event.

Event description:
Laparoscopic reversal of hartmann's procedure - "mr (B)(6) went to use cb030 but found the shears to be blunt. They would not cut the tissue. After a coupe of failed attempts he removed the product and a circulating nurse opened a second cb030. These worked fine with no issues." Patient status - no patient injury or illness associated with the complaint event.